Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had their device removed because of infection. Patient status was unknown at the time of this report. Further information was requested from the healthcare professional.